Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the bottom of the canister. Customer's blood glucose level was 95 mg/dl. Reportedly, the customer performed a cartridge change to address the issue.